Manufacturer narrative:
(B)(4). Physio-control examined the customer's device but was unable to verify, or duplicate, the reported issue. Physio-control observed that the device powered on properly with a fully charged battery and provided defibrillation energy when prompted. Physio then completed unrelated repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not power on. The customer advised that she tried installing multiple batteries and none of them would power the unit on when prompted. There was no patient use associated with the reported event.